Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and found damage to the top cover, motor cover, encoder cover, and the flexible patient restraint and the battery partition cover was missing. The autopulse platform is a reusable device and was manufactured on 03/23/2005. Therefore, this type of issue is characteristic of the normal wear for the life of the device. Review of the archive data found one "system error 136" - internal parameter corrupted on (B)(6) 2016; no additional activities were recorded. During functional testing, the platform was powered on and the "system error 136" error message was displayed. To resolve the issue, the processor board was replaced. The device was tested and no faults were reported. In summary, the primary complaint was confirmed during archive review and functional testing. The processor board was replaced. Additional repair was completed unrelated to the reported complaint to ensure that the autopulse platform is functional without issue. The damaged parts and missing battery partition cover noted during visual inspection were all replaced. The platform passed all final testing criteria.

Event description:
During patient use, it was reported that the autopulse platform (s/n: (B)(4)) did not begin compression after pressing the start button. According to the reporter, the lifeband retracted but nothing else occurred and the platform displayed an unspecified message to resume. Per reporter, the responding crew indicated nothing else worked after the event occurred. It is not clear what other message (if any) was displayed following the event. No further information regarding the event and the patient were provided. There is no known patient consequences reported.